Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range. The lead was confirmed to be fracture and the phyician increased the ventricular fibrillation (vf) zone. The device was reprogrammed to vvi and the ventricular fibrillation (vf) zone was increased. No adverse patient effects were reported.